Manufacturer narrative:
The customer¿s report of the set leaking at the upper fitment was confirmed. During visual inspection of the set it was noted that the silicone segment had a tear near the upper fitment measuring 0.0128 inches long. Visual examination under magnification noted no crush marks to the upper blue fitment. No other anomalies were noted. Functional and pressure testing confirmed a leak from the silicone tubing near the upper fitment. The cause of the leak was due to a tear in the silicone segment. The root cause of the tear was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the patient was post op coming up from surgery and noticed the IV was leaking at the upper fitment area during infusion.